Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and other non-malignant pain. The patient had their pump removed due to an infection. It was taken out sometime ago. It was noted the infection occurred a few years ago. The patient further noted it was removed sometime in 2001 or 2002. He patient was re-implanted with a new catheter and pump. No further patient complications were reported.